Event description:
It was reported that some x-rays were taken and it was noticed that the inlay is broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that some x-rays were taken and it was noticed that the inlay is broken.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. The provided medical records were reviewed by a clinical consultant. The x-ray review indicated that both the cup and stem appear to be well-sized, have correct position regarding inclination or version and are well-fixed in the bone. Based on the provided information, the reported device did not contribute to the event. However, the exact cause of the event could not be determined due to the limited information provided.